Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shim 9-10 6mm broke. Also too there is a fracture in the 9-10 macro trial.